Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: during use, the valve inside of the port partly came off and fell into the patient's cavity. The part was to be retrieved. No add'l bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No pt info available.